Event description:
It was reported that a malfunction alarm intermittently occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Subsequently after the pump reset, the pump time became inaccurate. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer¿s blood glucose level ranged from 130-140 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.